Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) machine, the home patient (hp) had reused single-use supplies. The hp stated that they changed the cassette, but not the solution bags. The technical service representative (tsr) assisted the hp to end the therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore a batch review could not be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide and all the printed pouches for disposable products that are intended for single use are labeled with "this device is intended for single use only." Patients are warned to not reconnect solution bags. There are also instructions to not replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the instructions. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.